Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3153598. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 blue was cracked after the operating room nurse established intravenous access for the patient, the tee for infusion was connected to facilitate the push of anesthetics, and about 2 minutes later there was a leak at the tee connection, and upon careful examination, a crack was found in the infusion tee

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.